Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the cup. Upon removal of the liner, a substantial amount of black sludge was found. The surgeon was able to remove two of the screws from the cup, but one screw broke at the base and could not be removed. It was also mentioned that the liner was not properly seated. Update rec'd (B)(6) 2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, difficulty ambulating, metal ions at higher than normal levels. Doi has been provided. There is no new additional information that would affect the outcome of the MDR decision. Update (B)(6) 2014 - ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated a loose cup, metallic debris, pseudotumor, and one retained screw head. There was no mention of the liner not seating well. The stem is being added to the complaint for the alleged high metal ions (no lab results given). The three unknown loose screws is being changed to two and one is being added for being broken and loose. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.